Event description:
It was reported that a 62-year-old caucasian female patient underwent a primary breast augmentation surgery with implantation of a 225cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was experiencing pain in her right breast. After magnetic resonance imaging and consultation with a medical professional, she was diagnosed with bilateral rupturing of her breast implants. As a result, the patient was scheduled for removal on (B)(6) 2022. This report is for the right breast implant. Refer to manufacturing report number 1645337-2022-11699 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture, breast pain date of explantation: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 25, 2022, mentor received additional information. The patient underwent replacement with 300cc mentor memorygel breast implants. On october 26, 2022, the mentor analysis lab received the suspect medical device for evaluation. On october 31, 2022, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection. Visual analysis of the returned sample determined that the breast implant was found to be ruptured, received in two parts, and incomplete. Because of the class action lawsuit, mentor is prohibited from conducting any further analysis or conclusions associated with the device. Without further analysis, no further conclusion as to the cause of the rupture can be determined at this time. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if the pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).